Event description:
On (B)(6) 2012, estech received a user report MDR involving a estech window access retractor containing the following info. Estech sternal retractor was used to retract the sternum during mitral valve repair. Towards the end of the procedure while the retractor was in place in the sternum, aloud crack was heard to be popping out of chest. The retractor was removed from the chest and examined and was found to be snapped off clearly at the distraction bar insertion weld of retractor. The retractor was removed from the field with all pieces accounted for. A replacement retractor was opened and placed in the chest. No harm to pt.

Manufacturer narrative:
The device involved in the event was not returned for eval. Product was shipped to customer over five years ago. Probable cause of product malfunction due to wear and tear.